Manufacturer narrative:
This device is not sold in the us, but a similar device is. Event date is (B)(6) 2022. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the objective lens adhesive was cracked. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for the issue of oredome (boot) being loose. There is no harm to any patient. Upon evaluation of the returned device, it was observed that the objective lens adhesive was cracked. This medwatch is being submitted for the reportable issue of the objective lens adhesive being cracked that was observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the lens glue was peeled off by deterioration due to complex stress such as mechanical stress by contact with endo therapy accessories, chemical attack, and so on. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.